Event description:
It was reported that the right side deep brain stimulation system was removed due to infection. Puss and blood were at implant site. Left side remains intact. Issue is resolved.

Manufacturer narrative:
Concomitant medical products: product ID: b3301542, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: b3400060, serial# (B)(4), implanted: (B)(6)2021, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.